Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the fill estimate was inaccurate. Tandem technical support educated the customer on the fill estimate feature and that the insulin gauge displayed an accurate fill estimate. However, customer maintained the belief that the fill estimate was inaccurate. Reportedly, customer reverted to an alternate insulin pump for insulin therapy. No reported adverse impact to the customer's blood glucose.